Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated their lower tooth has been significantly loose from the aligners and it still has not gotten better. Their lower arch is still crooked.